Manufacturer narrative:
I-sens has been asking for retrieving a complaint device since this event was reported.

Event description:
This gentleman was difficult to understand, and he struggled to work with the meter. He said he had gotten readings of 425mg/dl and 299mg/dl, and he had called 911. They came and measured him at 140mg/dl. He said the emt told him to call for a new meter.

Manufacturer narrative:
Since the complaint device had not been retrieved, I-sens analyzed the cause of higher readings than expectation with retained device and normal strips. As a result of control solution test, all the measured values were within standard range, and the cv% was within the acceptance criteria (below 5%) which was satisfied to the standard at I-sens. Thus, it is believed that the complaint meter should have been functioned properly.